Event description:
It was reported that the right ventricular lead impedance through the device showed a lead warning and polarity switch to unipolar. The lead had high impedance and low impedance in unipolar. The lead had a possible fracture. The device was not capturing and was at elective replacement indicator. The device was explanted and replaced. During the revision, testing through the analyzer showed normal operation of the right ventricular lead. The physician felt that the low battery on the device gave false readings on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).